Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid (2 mg/ml at 0.1229 mg/day) and clonidine (80 mcg/ml at 4.91 mcg/day) via an implanted pump. The indication for pump use was spinal pain. The hcp reported that the patient¿s pump stalled due to an MRI and it had been 4 hours and the pump had not yet recovered.